Manufacturer narrative:
Immucor technical support assessed the instrument test well image in question on (B)(6) 2016, and this test well image unexpectedly appeared visually negative. A DHR review was performed by immucor technical support on 12dec2016 because the product had already expired, and this DHR review determined that all specifications were met before releasing the product to market.

Event description:
On 07dec2016, a customer site retrospectively reported an unexpectedly negative antibody screen validation outcome when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016 as part of an instrument validation process.